Event description:
Upon follow up, customer met with the healthcare provider and a different type of infusion set was provided to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 369 mg/dl. Manual insulin injections and a correction bolus were used to address bg. Customer alleged pump was not delivering insulin. Customer declined tandem technical support¿s offer to perform a pump system check. Reportedly, tandem clinical diabetes specialist informed the customer's healthcare provider about the event.